Event description:
It was reported that the device exhibited intermittent atrial sensing on the ventricular channel, which led to inappropriate shock therapy. A likely lead insulation issue was noted. No intervention was performed at this time. It was reported that the patient is too sick for a lead revision procedure and will be placed in hospice care. No further information was reported.